Manufacturer narrative:
It is unknown if the device will be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An integra account manager reported on behalf of the customer that the a3059 mayfield composite series skull clamp was being used during spinal procedure for cervical stabilization, navigated with the o-arm on an unspecified date. It was reported that the long arm of the skull clamp, the one that carries the dynamometric screw, flexes too much. The doctor claims that this bending does not make the navigational procedures safe as there¿s the risk of not being accurate in the insertion of screws and bars. He opted to use the old mayfield (a1059 and a2101) which does not generate this type of oscillation.

Manufacturer narrative:
Additional information was from the field sales account manager on 04jul2018: incident date was on 10jun2018. The device was in contact with the patient. There was no patient injury reported. It was unknown if the event led to an increase in surgery time.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Evaluation was unable to conclusively verify customer information as valid. No failure found. A DHR review cannot be performed at this time as the lot number provided ss158037does not appear to be a valid integra number . Root cause is unknown, but most likely reason is end user has a preference to the metal mayfield system.